Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 20-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019 information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient lost his stimulation sensation yesterday. The patient stated he has been increasing and still feels nothing. The patient reported no falls or trauma that could be related to this. The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported. 2019-oct-01 additional information was received from a healthcare professional via manufacturer representative. It was reported that patient came to doctor with complaint of loss of therapy. The cause was unknown. Impedance check was performed. Doctor ordered x-rays and determined the lead was fractured. Lead was replaced and the issue was resolved. Customer discarded the lead. Hcp had no further information. Patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Correction: based on additional review of the file, the correct aware date should be 2019-oct-01 and not 2019-aug-28 as previously reported. If information is provided in the future, a supplemental report will be issued.